Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain #5) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative explained the alarm and reviewed the therapy with the patient. The cycle five ultra filtration (uf) was equal to 1327ml, as opposed to other cycle ufs that equaled 20ml and less. The fill volume equaled 1200ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported high drain alarm was verified during the event history log review. The homechoice device received functional and electrical testing with no issues noted. A visual inspection was performed with no issues noted. A simulated 1-hour therapy was performed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.